Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that toward the middle of an endoscopic vein harvesting procedure, the short port btt popped inside the leg. The balloon was filled with 25cc or less of air, per IFU recommendation. The physician's assistant removed the balloon particle from the original incision. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.